Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information: this file was reviewed by a cross functional team during ae review on 12/18/2019 and the following additional information was requested: what procedure was performed? On what anatomical structure was the el5ml used? And how many clips were applied to this structure? Does the surgeon believe the empyema was related to the ethicon el5ml device and if so, why? How was the empyema identified? What was the location of the empyema? Was the organism that caused the empyema identified? How was the empyema treated? Did the patient receive pre-op antibiotics? Did the patient receive post-op antibiotics? What is the lot number and batch number of the el5ml device that was used in the procedure? Was the patient¿s hospital stay extended due to the empyema? What is patient¿s current status? To date, no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that after an unknown procedure, empyema was observed. The surgeon hardly thought that the el5ml in complaint was the cause of the event. Another device was used to complete the case.

Manufacturer narrative:
(B)(4). Additional information received: what procedure was performed? No further information is available. On what anatomical structure was the el5ml used? No further information is available. And how many clips were applied to this structure? No further information is available. Does the surgeon believe the empyema was related to the el5ml device and if so, why? The surgeon thought it was unlikely that the empyema was related to the el5ml, but it was not reported the reason why. How was the empyema identified? No further information is available. What was the location of the empyema? No further information is available. Was the organism that caused the empyema identified? No further information is available. How was the empyema treated? No further information is available. Did the patient receive pre-op antibiotics? No further information is available. Did the patient receive post-op antibiotics? No further information is available. What is the lot number and batch number of the el5ml device that was used in the procedure? No further information is available. Was the patient¿s hospital stay extended due to the empyema? No further information is available. What is patient¿s current status? No further information is available. No further information will be provided."